Event description:
A patient reported blood glucose results of 18.4mmol/l and 4.2mmo/l with a lifescan meter, peformed within 20 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient reported doing another blood glucose test results of 4.2mmol/l and 23.2mmol/l with a lifescan meter, performed within 7 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.